Event description:
The customer complained of burning throat, eyes, and nose. She did not require medical attention as her symptoms stopped after she spent some outside of the room where the unit is kept.